Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Prior to the event the cgm values were 40-42 mg/dl. After the patient ate the cgm value was 72 mg/dl. The event occurred shortly before 2:00 pm on (B)(6) 2022. The patient was hypoglycemic, fell and lost consciousness. No cgm or bg finger stick values were obtained. Her friend administered glycogen nasal spray. The patient regained consciousness 5-10 minutes later. The patient was transported to the hospital via ambulance. At the hospital the first bg fs and cgm comparison was made. The bg finger stick was 70 mg/dl and at some point later the cgm value was 110 mg/dl. The patient had nausea, a headache, and was diagnosed with a concussion from the fall. Treatment included IV glucose and IV medication to prevent vomiting (unspecified). The patient started fully responding and answering verbally later in the afternoon. She was hospitalized for 4 days and then discharged in stable condition. At the time of the report she had recovered and felt good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.